Manufacturer narrative:
Updated: d8, h3, h6, h11. The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the image issue could not be determined, however, the issue is a known inherent risk of the device and was likely the result of component failure due to a damage charged-coupled device imaging unit as a result of device handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set-up for an unspecified procedure, prior to the patient being present, the flex deflectable videoscope exhibited a flickering screen image. There was no report of patient or user harm as a result of the event.